Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 16mm (tsvb16) was returned for investigation.visual inspection of the as returned product identified that the vial is empty of the implant and its components. The cap is noted to already be opened and there is blood on the outer vial. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; product packaging; page 2-3. DHR review: DHR review was completed for the subject lot number 1241481. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1241481) for similar event using keyword incorrect component quantity and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event (missing components). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Expiration date unknown / not provided. Premarket identification k011028 and k013227.

Event description:
The doctor reports that when opening the container, the vial appears empty, without implant. The doctor confirms that the procedure was completed with another implant on the same day and that the patient did not suffer any negative impact on his health.